Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a seven day infusor was involved in an underinfusion incident. The solution being infused was unknown. Approximately half of the solution was delivered. The fill volume and actual flow rate were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.